Event description:
It was reported that the 9800 system has a broken handle on the c-arm. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the flip-flop handle. The system was tested and found to be working as intended and placed back into service.